Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood and contrast in the lumen, contrast in the balloon. The balloon was loosely folded. The balloon, markerbands, and proximal weld were microscopically inspected. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Inspection revealed a pinhole in the balloon material, located over the proximal edge of the distal markerband. Microscopic inspection found the remainder of the device free of damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was inflated to 14 atm and the product specification indicates the rated burst pressure (rbp) of the complaint device is 12atm. The dfu states: "do not exceed rated burst pressure (rbp).¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach using a non-bsc introducer sheath. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. Three non-bsc guide wires were selected to cross the lesion. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was first inflated at the anterior descending artery (ata) at 6 atmospheres. The device was then advanced to the popliteal artery however, upon the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach using a non-bsc introducer sheath. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. Three non-bsc guide wires were selected to cross the lesion. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was first inflated at the anterior descending artery (ata) at 6 atmospheres. The device was then advanced to the popliteal artery however, upon the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patients status was good.